Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, and there were no tones with magnet application. The programmer recorder monitor (prm) displays a message of telemetry out of range and 200f error code. Multiple programmers were attempted.